Event description:
Crack in hub.

Manufacturer narrative:
As reported by our affiliate, during a coronary stenting procedure, the stent did not cross the target lesion. There was no patient injury. Upon return of the product, a crack in the hub was observed. Clinical impression: the initial report indicated that the 2.5/18mm cypher did not cross the target lesion. There was no patient injury. Upon analysis, it was noted that there was a "crack" in the cypher logo of the hub. There is no other information available. Given the information available, it is not possible to determine how or why the crack in the hub occurred. The following analysis was performed on this product: visual analysis: the unit was returned with dried contrast medium in the inflation lumen. The stent was intact on the balloon. Functional analysis: the guidewire lumen was flushed and balloon inflation was attempted verifying a leak in the inflation port of the hub. Further functional testing was performed by first prepping a bmw 0.014" guidwire as per its IFU and then loading the returned sds over the bmw wire and advancing it through an aorta/tortuous vessel model, via a 6f guiding catheter. The sds passed over the wire without any significant movement friction during advancement and withdrawal. Repeated testing of this type revealed no related difficulties. Dimensional analysis: the returned sds catheter's tip inner diameter, body outer diameter and stent profile were measured and found to be within dimensional specifications. Microscopic analysis: the leak site was found to be in the "her" of the cypher logo. Device record review: this review is currently pending.